Manufacturer narrative:
Additional information has been received regarding the patient weight change from 165 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and suspected that the issue was caused by not being in smartguard and also the customer was not able to pair the continuous glucose monitoring back to pump. The customer can't recall the blood glucose levels at the time of incident and the hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-864, mmt-1884l, mmt-7911na and mmt-7020a. Troubleshooting was partially performed for high blood glucose. The customer was using the insulin pump system within 48 hours of reported hyperglycemic event. The customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was not performed for loss of communication issue. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-864. No product return is required for mmt-1884l. No product return was required for mmt-7911na, mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and suspected that the issue was caused by not being in smartguard. Customer can't recall the blood glucose levels at the time of incident and the hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-864, mmt-1884l. Troubleshooting was partially performed. Customer was using the insulin pump system within 48hrs of reported hyperglycemic event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-864. No product return is required for mmt-1884l.